Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g137 scaler, the insert and handpiece were heating up. The event outcome is unknown as of this MDR evaluation. Additional information was requested.

Manufacturer narrative:
Evaluation found a tube was pinched, the water regulator was not set at the correct pressure, the pointer was cracked, and the battery door was worn. Multiple unsuccessful attempts were made to obtain the patient outcome.